Event description:
Reportable based on the product analysis completed on (B)(6) 2013. It was reported that during a peripheral percutaneous transluminal angioplasty (pta) treatment procedure, a balloon leak occurred. The target lesion was located in the tibial artery. The physician advanced a 3.0mmx150mmx150cm sterling balloon to the lesion over a v-18 guidewire. When the balloon was about to be inflated, leakage was observed on the fore and side portion of the balloon. The procedure was completed with a different size, unspecified balloon. There were no patient complications and the patient's status is stable. However, product analysis on the returned device revealed a pinhole in the balloon.

Manufacturer narrative:
(B)(4). Device evaluation: the sterling sl catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 31mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).